Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by counsel as a result of a legal claim, that allegedly the patient was implanted with a stryker ceramic hip implant on (B)(6) 2003. It is further alleged that the patient suffers pain and discomfort in his hip, as well as squeaking with movement and will require revision surgery.